Event description:
Related manufacturer reference number: 2017865-2023-19369. It was reported that oversensing of noise was noted on the right ventricular (rv) lead causing pacing inhibition. The rv lead was capped and replaced. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.